Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control recommended repairs that are unrelated to the reported issue. Once proper device operation has been confirmed through functional and performance testing the unit will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device did not deliver a shock to a patient during an event. The biomedical engineer also advised that the device had been used for the majority of the day while on battery (dc) power and that may have contributed to the reported issue; however, it could not be confirmed. The customer advised that a backup device was obtained and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. The customer advised that no further details about the patient or the event were available.